Manufacturer narrative:
(B)(6) 2025 (B)(6). Hpcable # (B)(6) handpiece #(B)(6) w23 reg, needle valve, hp flow cntrl worn poor water flow due to a worn water flow control on the hand piece cable and debris buildup in the water solenoid. Soiled duckbill filters restricting air/powder flow. Flattened and pinched tubing. Powder bowl needs to be cleaned and retubed. Bowl cap leaking. Deteriorated air hose. Cracked auxiliary bracket on the power drive board. Peeling foot pedal pad. Worn battery door water supply hose quick disconnect leaking water/corroded. Will replace damaged /worn components and recalibrate unit to factory specs upon estimate approval. Note: loaner fee has been included in the estimate note: no aux cable with unit.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron jet plus g137 they allege that they have no water flow and the handpiece is heating up; no injury resulted.